Event description:
Endotine forehead 3.5 lot 3 351185 was placed on (B)(6) 2022 did not hold the soft tissue securely and tightly. Docotr found that the implant did not hold the soft tissue securely. It meant that the fixation was loose and patient requested a re-do procedure and implanted another 22102 lot # 354742 on (B)(6) 2021 and the operation was done successfully.

Event description:
Endotine forehead 3.5 lot 351185 was placed on (B)(6) 2020 did not hold the soft tissue securely and tightly. Docotr found that the implant did not hold the soft tissue securely. It meant that the fixation was loose and patient requested a re-do procedure and implanted another 22102 lot # 354742 on (B)(6) 2021 and the operation was done successfully.

Event description:
The female patient had a cfd-22102 endotine forehead 3.5 lot # 351185 implanted on (B)(6) 2020 and later found that the implant did not hold the soft tissue securely. Customer states they feel the fixation was loose and requested a revision of the procedure.